Event description:
On 8/21/06 received info from physicians office that the system was removed due to sepsis from a PICC line the pt had implanted for drug therapies. This is part of a system: lumos dr-t, MDR# 10288232-06-00171 and kentrox sl-s 65/16, MDR# 10288232-06-0172.